Manufacturer narrative:
Concomitant medical products: dtba1d4 crt-d; 429688 lead, implanted: (B)(6) 2013 and 1125 graft; 1103 pump, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for a high number of short v-v intervals and high rate non-sustained episodes. The alert was going to be adjusted and the lead will remain in use. No patient complications have been reported as a result of this event.